Manufacturer narrative:
Medical records and x-rays were provided and reviewed. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical report states aseptic loosening.

Manufacturer narrative:
The investigation has been reopened due to receiving information on the bone cement. Depuy will notify the FDA when the investigation is complete.